Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation of omsc on march 22, 2017, omsc confirmed that the ptfe pad of the device was worn and partially peeled off. There were contact marks on the probe and the non-insulated part of the grasping section due to contacting with each other. The short circuit error occurred when an operator output in seal mode with the grasping section closed. The manufacturing record was reviewed and found no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was worn since the user output the device in seal & cut mode without contacting tissue (including after the tissue already cut). Omsc surmised that the dysfunction of the subject device was caused by output stop due to an error occurrence. Since the ptfe pad was worn, the probe contacted with the non-insulated part of the grasping section. An error occurred when the user output the device in seal & cut mode or in seal mode with the probe contacting the non-insulated part of the grasping section, and then the contact marks occurred on the non-insulated area of the grasping section and the probe. Due to this error, the subject device did not work. The instruction manual of the device has already warned as follows; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During an uncertain procedure, the subject device was used. The subject device did not work. There was no patient injury reported. On march 22, 2017, olympus medical systems corp. (Omsc) confirmed that the ptfe pad of the subject device was worn and partially peeled.